Event description:
As reported to coloplast, though not verified: on or about (B)(6) 2024, the patient underwent a surgical procedure to treat her stress urinary incontinence, during which her physician implanted the coloplast altis single incision mesh. Patient subsequently suffered complications associated with the pelvic mesh product, including but not limited to, pelvic pain, protrusion, extrusion, erosion, urinary issues, recurrence, bleeding, dyspareunia, heavy discharge, vaginal scarring, permanent disfigurement, and difficulty with daily activities, which ultimately required surgical intervention and an excision of mesh on (B)(6) 2025. Patient has suffered further injury as a result of the removal surgery and continues to experience injury associated with the mesh. The injuries, conditions, and complications suffered by the patient, include but not limited to: erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia (pain during sexual intercourse), urinary dysfunction, blood loss, neuropathic and other acute and chronic nerve damage and pain, pudendal nerve damage, pelvic floor damage, and chronic pelvic pain. As a result of these life-altering and, in some cases, permanent injuries, patient has suffered severe emotional pain and injury and has suffered and will suffer apprehension of increased risk for injuries, infections, pain, mental anguish, discharge, and multiple corrective surgeries as a result of implantation of pelvic mesh products.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No capas were identified that are associated in veeva. A nonconformance was identified as associated with this lot number; however, the failure being reported in the complaint (various physiological events) is not related to the issue identified in the nonconformance (dynamic anchor separation). There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.